Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer sheath is confirmed; however, the exact cause is unknown. One 3.5 fr x 5 cm microintroducer was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal tip of the microintroducer sheath was observed to be damaged. The sheath was observed to be buckled approximately 1.3 cm proximal to the distal tip of the sheath. A microscopic observation revealed the edge of distal tip of the sheath was buckled and folded back and plastically deformed at the corners in two locations. No damage was observed on the distal tip of the dilator. While the cause of the damage observed on the introducer sheath tip is unknown, possible causes include damage due to excessive insertion force, attempted insertion without the dilator completely attached to the handle of the sheath, inadequate skin nick, and patient anatomy. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "issue with introducer on 3fr midline kit. The introducer is difficult to insert and cannulate the vessel and can collapse more easily." On (B)(6) 2022 - the returned sample exhibited damaged on the distal tip of the microintroducer sheath.